Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm and unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the button error alarm. The device was test with a test keypad and no frozen display noted.

Event description:
The customer reported being in the emergency room. The customer stated that she was unconscious on the floor and the paramedics had to break into her apartment. The customer stated that she was out of it and had taken a glucagon shot. The customer mentioned that the insulin pump had a frozen display. No further information was provided.